Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The territory manager reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer blood glucose level was unknown. Customer stated that they went through two infusion set that she put in manually and both were bent. The customer was unknown about the auto mode use. The device will not be returned for analysis.